Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room due to receiving multiple inappropriate high voltage shocks from their implantable cardioverter defibrillator. The inappropriate shocks were due to noise oversensed by the right ventricular lead. The lead appeared fractured, and was capped and replaced on (B)(6) 2021. The patient was in stable condition.